Manufacturer narrative:
Add'l info has been requested. Subject device was not implanted. Investigation is on going; no conclusion can be drawn as no device was returned. Review of the mfg records has been requested.

Event description:
During an intertrochanteric fixation procedure, the helical blade would not go through the nail. Surgeon had to use a small nail and smaller helical blade to complete the procedure. This is the 2nd of 2 reports submitted on this event.